Event description:
Related manufacturer reference number:2017865-2022-05408, related manufacturer reference number:2017865-2022-05411. It was reported that patient's pacemaker pocket was infected. Vegetation was also noted on patient's right ventricular (rv) lead and atrial lead. The pacemaker, rv lead and atrial lead were explanted. The patient status was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.